Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a constant cassette error when the latch was closed. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected one device was returned for repair with complaint that the pump exhibited a constant cassette error when the latch was closed. No relevant service records were found. Review of event log found ''cassette not properly attached error.'' Visual/functional testing was performed. Probable cause was a defective downstream occlusion (dso) sensor. Replaced dso sensor, dso bezel and dso seal to fix this issue.